Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer was trying to change the infusion set when they noticed the alarm on the screen. Customer was advised to disconnect form the pump. Customer stated that the drive support cap is sticking out. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Pump will be returned for analysis. Customer also had a broken belt clip. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was also received with minor scratches on the display window, a cracked reservoir tube lip, a broken belt clip slot and cracked battery tube threads.